Event description:
End user's partner reported that the rear legs on a 66550 rollator bent while user was walking, causing the end user to fall to the ground hurting her back. Attempting to contact a doctor for an appointment.